Manufacturer narrative:
(B)(4). Batch #u5aa4v. Investigation summary: the analysis results found that one plee60a device was returned with the anvil knife slot damaged, and without reload present. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the device wouldn't fire. When removed from tissue, there was damage to the anvil. A similar device was used to complete the case with no patient consequences.